Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 03/27/2013. Belt: 07/16/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the patient was taken to the ER on (B)(6) 2018 and life support was removed on (B)(6) 2018. On (B)(6) 2018, the patient reportedly went into respiratory arrest and then cardiac arrest which is reportedly when the patient was treated. The lifevest was removed in the ER and the patient was not wearing the device at the time of death. Per review of the event, the patient was treated by the lifevest a few days prior to passing. On (B)(6) 2018 at 03:47:38, the device detected asystole with the ECG showing sinus rhythm at 60 bpm degrading to asystole. From 03:48:25 to 03:48:44, two arrhythmias were detected with the ECG showing asystole with intermittent cardiac activity and CPR artifact. The device exited the detection sequence momentarily and at 03:49:50, an arrhythmia was again detected with the ECG showing asystole with intermittent cardiac activity and CPR artifact. At 03:50:48, gel was released and at 03:51:00, the lifevest delivered a full energy shock while the patient was in asystole. The post-shock rhythm was asystole with intermittent cardiac activity. Following the treatment, the device detected bradycardia and asystole intermittently. During the asystole detection, the ECG showed asystole with intermittent cardiac activity from 5 to 15 bpm degrading to asystole with intermittent cardiac signal. The electrode belt was disconnected at 04:22:25 and the device was shutdown at 05:04:57. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. Asystole is considered a non-shockable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.